Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired due to ventricular fibrillation (vf). The patient had an intracardiac monitor (icm) implanted on (B)(6) 2019 due to suspected atrial fibrillation. The device recorded a vf episode as a pause. The healthcare professional believes the classification of the episodes were incorrect due to undersensing of the ventricular fibrillation episode.